Event description:
Per the clinic, the patient experienced pain at the abutment site (specific date not reported). Subsequently, the patient was treated with oral antibiotic (specific date and duration not reported). The implant and abutment were removed on (B)(6) 2023.

Manufacturer narrative:
This report is submitted on (B)(6) 2023.